Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k), and ise chloride (cl) on one patient sample. It was determined the sample had erroneous cl results that were reported outside of the laboratory. The customer indicated that sporadic questionable na and cl results have been a problem in the past, but the customer could only provide data from this event. The initial cl result was 124.8 mmol/l, which was reported outside of the laboratory. The result was questioned by the physician, and the sample was repeated. The repeat result was 100.4 mmol/l. The customer deemed the repeat result to be the correct result. The initial result was corrected to 100.4 mmol/l. There was no adverse event. As part of troubleshooting, the customer repeated a few samples surrounding the sample in question and the samples matched. The lot number for the cl electrode in use was k55, with an expiration date of 10/31/2014. The field service representative found the ise sipper nozzle was misadjusted. He adjusted the nozzle and performed check testing, which passed. The customer performed qc, which was within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.